Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that clot formation occurred. A 6 fr x 11cm super sheath introducer sheath was selected for use. The physician flushed the sheath with heparinized saline. However, clot formation occurred. The physician aspirated the clot and completed the procedure with this device. No further patient complication were reported.